Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device had normal operating currents and no unexpected off no power, low battery, battery out limit alarms or blank display noted. The unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer daughter calling to adv her moms pump is not working and they cannot get it back to what they need it to do. Troubleshooting performed, pump buttons now not responding. Patient's bg: 60. Customer does not recall any significant events leading to the keypad issues. No additional information provided.